Event description:
During robotic ovarian cystectomy, the robotic force bipolar instrument broke during use inside the patient. It was determined the instrument was intact, and no pieces were left behind. An x-ray was performed and read by the radiologist which was negative. The instrument was removed from the sterile field and a replacement was given. FDA safety report ID # (B)(4).